Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from behind the cassette door of their cycler during ready of their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was a tear in the cassette. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that the cycler stopped pumping during the first cycle of their pd treatment. The patient stated that the leak did not come from the cassette. The patient stated that the leak came from the black bulbs underneath the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a patient sensor calibration check. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The simulated treatment pre-ast 15-minute 1000 ml test passed. An internal visual inspection identified evidence of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid and fluid could not be determined. The internal inspection also found a new comm cable not connected to the comm board, but securely connected the cable. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.